Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Patient tested 260 mg/dl and 127 mg/dl on the inform ii system within 10 minutes. The patient received unspecified treatment based on the result of 127 mg/dl. No adverse event reported. Requested return of suspect device.